Manufacturer narrative:
At this time product has not yet been returned and a valid meter serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision test strips and all units performed in specification and passed. A tripped trend review was completed for the reported complaint and precision xtra meter, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc meter powering on with button press but not with test strip insertion. It was further reported that on (B)(6) 2020, the customer's home nurse found him "crummy, chilly, and unresponsive" so she called the paramedics and upon their arrival, a reading of 22 mg/dl was obtained on their meter. Customer was administered intravenous glucose and transported to a hospital. No further details were reported as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.